Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6)2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6)2023. Block d4 and h4: the complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported, to boston scientific corporation that a multiple spaceoar device was implanted during spaceoar placement procedure on unknown dates. This event has been created to address the 40% of spaceoar placement cases that resulted in hydrogel rectal wall infiltrations. The number of cases were unknown; therefore, the event was captured under one report. No patient complications were reported due to the event.